Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one other complaint on this device for the same issue, see (B)(4) on cq. The pump was returned on 1/11/2024 and tested on 1/29/2024. The pump's complaint stated, 'pump (B)(6) "incorrect drug library" '. The pump was supposed to be loaded with the library "chemo v2" but was actually loaded with the library "plus - v1", proving that the correct library was never loaded onto the pump, as the pumps are received into inventory with this "plus - v1" library. An image of the incorrect library will be uploaded to the complaint. Reported issue found, device does not meet specification.

Event description:
Infutronix receive a pump which has a complaint which stated 'pump (B)(6) "incorrect drug library". This made the pump inoperable. The pump was received on 01/11/2024 for further evaluation. Detail of the finding was in section h10 of this MDR.